Event description:
A healthcare professional reported that three different system messages were displayed during a phaco-vitrectomy surgery. After cataract extraction, when the vitrectomy was going to be performed, a system message was displayed and cutting functions were deactivated. The cassette was changed and the system was restarted. However, a second system message was displayed and it was repeated in successive attempts with a new third system message. The cutting and pneumatic functions were deactivated. The surgery could not be completed and had to be postponed.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated, but was confirmed (via event logs). The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause cannot be determined conclusively.